Event description:
It was reported that the catheter was inserted on (B)(6) and edvi values varied between 90-300, ci varied between 1.2 - 2.5. The ci decreased to 1.5 despite passing the oxygen challenge test. Primacor was started, low doses, ci increased to 3.0, while the svo2 did not change. On (B)(6) the balloon popped. It was confirmed that were no patient complications due to the vigilance of the sicu team and the nurses questioning the data from the catheter. The issue was resolved by replacing the catheter.

Manufacturer narrative:
Examination revealed that the thermistor read 37.1 c when submerged into a 37.0 c water bath. As per vigilance¿s operator manual, the thermistor temperature reading accuracy is +/- 0.3c. There were no error messages observed during cco testing in 37.0 c water bath on vigilance ii monitor for 5 minutes. Thermistor and thermal filament circuit were continuous, and there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured and found to be within allowable specifications. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. The catheter passed in-vitro calibration on the vigilance ii monitor. Catheter also passed transmission and cross-talk testing. All through lumens were patent without any leakage or occlusion. The balloon inflated clearly and, concentrically and remained inflated for more than 5 minutes without leakage. There was no visible damage observed from the catheter body and the returned syringe. Lot number was not provided, therefore review of the manufacturing records could not be completed. An edwards technical support representative visited the account in an attempt to determine a potential cause or contributing factors to the event. It was determined that their normal protocol is to apply sequential compression devices (scds) to the patients. Some patients have ¿double stick¿ in the neck, and some of the patients are kept cool (around 32 degrees c). The edwards representative explained that this may affect cco/cci or cause it to possibly jump around as the thermal element warms the blood as it passes by, and that typically when patients are that cool they are in the or on bypass and cco/cci is not running. Additional instruction included that high volume infusions through a cvc or the sidearm of the catheter (colder than the patient¿s own blood temperature) could also affect the temperature readings and impact cco/cci. Review of the available information suggests that clinical factors may have contributed to the events reported. No actions will be taken at this time.

Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received.